Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. A supply change was performed to address the issue. Customer's blood glucose level was between 400 - 700 mg/dl with trace ketones. Reportedly, the customer changed infusion sets and resumed insulin delivery to address elevated blood glucose level.